Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported there were high impedances, and they could not deliver desired setting. Additional information from the consumer regarding the consumer on august 15th reported the patient stated she saw the settings not available message a few days prior to the call and it resolved, but she was seeing it again and could not increase stimulation. The patient stated she could not go higher than 2.1 ma and usually she could go to 4.5 ma. The patient stated the setting was not doing anything for her and she was in pain. The patient noted she took some medication. The patient did not want to decrease stimulation for risk of not being able to increase it all, the patient noted she only had group a. The patient was redirected to the follow up with the hcp to discuss symptoms, request a manufacture representative (rep) to address the settings not available. The patient noted she first saw the settings not available on (B)(6) and she had pain on (B)(6) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported on (B)(6) there out of range impedances were high. Additional information from the hcp via a manufacture representative (rep) on (B)(6) reported the hcp did not specify actions were interventions taken to resolve the high impedances, not being able to increase stimulation, and the setting not available error message. The hcp did note at the 4-week visit, impedances were not high. The rep stated the site did not specify the cause of the high impedances, not being able to increase stimulation, and the setting not available error message. There were no further complications that have been reported as a result of this event.